Manufacturer narrative:
(B)(4). Corrected year from 2012 to 2011.

Manufacturer narrative:
(B)(4). Evaluation of the returned condition indicated that the thumb advancer was fully advanced to its completion; however, the sheath was not completely slit. Inspection revealed that while the thumb advancer was distally advanced, the garage leaves of the delivery tubeset became disrupted and punctured into the sheath. This created resistance to the thumb advancer deployment. As additional force was applied to complete the thumb advancer stroke, the garage leaves tore the sheath further. Eventually, the sheath elongated beyond the distal end of the device which prevented the sheath from being fully slit. A torn piece of the sheath coiled inside and embedded within the tubeset, preventing the pusher fingers from pushing the clip off when the trigger/deployment button was depressed. Based on the investigation findings, the probable root cause for the torn and subsequently stretched sheath is a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the garage leaves to become disrupted and puncture into the sheath continuing to advance the thumb advancer in such a condition that would further damage and stretch the sheath, which also could interfere with clip deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy of the femoral artery after a diagnostic procedure. Reportedly, the thumb advancer could not be advanced completely and the sheath was not split completely to deploy the clip. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequale. Though requested, no additional information was provided.